Manufacturer narrative:
Additional information it was reported that while in use on a patient, the 980 ventilator was in an inoperative condition and generated a back up ventilation message. The unit was inspected by the third-party personnel. On review of logs, confirmed the occurrence of ¿buv¿ at the time of reported event along with relevant error code observed. Found that the tube set on the patient had a leak and it was replaced with a new one to address the issue. The device passed all tests and calibrations. With the third-party repair information available, the investigation could not determine an exact cause of the event. The service history review of the ventilator was performed. There is no indication this complaint event is due to a manufacturing issue. The reported issue reoccurred after 48 hours of testing and was captured under a separate complaint and reported under mfg report number 8020893-2021-00065. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: it was reported that the hospital biomedical engineer found a tube set with minor leakage. The biomedical engineer replaced the tube set and the ventilator passed 48 hour testing prior to being released for use. Medtronic conducted an investigation based upon all information received. The device logs were made available for evaluation. Per review of the device logs, an associated diagnostic code for backup ventilation was found. The reported issue was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator was in an inoperative condition and generated a back up ventilation message. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.